Manufacturer narrative:
No instruments were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the planar passive probe was broken. No patient was present at the time of the event.